Event description:
The nurse was obtaining a lab specimen. The butterfly catheter was retracted and the blood sample came out of the top of the device where the needle was retracted.according to our supply chain analyst, she stated that the butterfly catheters are made by becton dickinson. The product was one of the following lot numbers although I'm not sure exactly which one. Description:set coll bld w/o l 21ga 12in, MFR #: bd367326 w/o luer adapter.set coll bld w/o l 23ga 12in, MFR #: bd367324 w/o luer adapter.set coll bld w/o l 25ga 12in, MFR #: bd367323 w/o luer adapter.set coll bld w/o l 25ga 7in tbg, MFR #: bd367335 w/ luer adapter.there has been contact with the representative from becton dickinson and apparently this issue has been resolved according to our supply chain analyst.